Event description:
Reportedly, the initialization of the telemetry head failed with the subjected smarttouch tablet. Even when plugged to different usb ports initialization was not possible. Since the attempt with another telemetry head also failed, it was deemed that the issue is more related on tablet side.

Manufacturer narrative:
Please refer to the attached report upon reception, the returned smarttouch tablet was tested, and the reported behavior was not confirmed, as normal functioning was observed. - analysis of available expertise files confirmed the head was connected for 2 seconds, on (B)(6) 2023. Then the head has been disconnected. - the most probable hypothesis that could explain the head initialization issue is a poor connection between the tablet and the head. - therefore, no anomaly is suspected on the subject smarttouch tablet. - the results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, the initialization of the telemetry head failed with the subjected smarttouch tablet. Even when plugged to different usb ports initialization was not possible. Since the attempt with another telemetry head also failed, it was deemed that the issue is more related on tablet side.